Event description:
On december 9, 2024, a case was reported involving a patient who experienced a pneumothorax during a galaxy-assisted bronchoscopy procedure. The patient was treated with a chest tube and hospitalized as an intervention. The physician did not attribute the injury to the use of the noah galaxy device but instead to the lesion's location and size. No malfunctions or irregularities were reported with the galaxy device, which functioned as expected throughout the procedure.

Manufacturer narrative:
On (B)(6) 2024, a pneumothorax incident occurred in a patient during a galaxy-assisted bronchoscopy procedure. A chest tube was placed as an intervention, and the patient was hospitalized for monitoring by hospital staff. No malfunctions or irregularities related to the galaxy device were reported during the procedure. The physician attributed the injury to the lesion's location and size rather than the use of the galaxy device. A clinical engineer investigated, including a review of system logs and the video recording. The investigation found no malfunctions or use errors associated with the galaxy device. This case will be reported to the FDA to document the occurrence of a pneumothorax during the procedure. Supplemental: update b4: date of report. Update g6: follow up number:1. Update h11: additional investigation revealed a use error: the user advanced the biopsy tool beyond the boundary of the augmented fluoro overlay.

Event description:
On (B)(6) 2024, a case was reported involving a patient who experienced a pneumothorax during a galaxy-assisted bronchoscopy procedure. The patient was treated with a chest tube and hospitalized as an intervention. The physician did not attribute the injury to the use of the noah galaxy device but instead to the lesion's location and size. No malfunctions or irregularities were reported with the galaxy device, which functioned as expected throughout the procedure.

Manufacturer narrative:
On (B)(6)2024, a pneumothorax incident occurred in a patient during a galaxy-assisted bronchoscopy procedure. A chest tube was placed as an intervention, and the patient was hospitalized for monitoring by hospital staff. No malfunctions or irregularities related to the galaxy device were reported during the procedure. The physician attributed the injury to the lesion's location and size rather than the use of the galaxy device. A clinical engineer investigated, including a review of system logs and the video recording. The investigation found no malfunctions or use errors associated with the galaxy device. This case will be reported to the FDA to document the occurrence of a pneumothorax during the procedure.